Event description:
It was reported that the laparo-thoraco videoscope image blacked out. The issue occurred during set up / inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.